Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead impedance alert for elevated defibrillation and pacing impedance, high and unstable thresholds and undersensing. The patient's left ventricular (lv) lead had high thresholds and a dislodgement. The patient's right atrial (ra) lead had high and unstable thresholds, and a dislodgement as well. All leads were explanted and only the rv and ra leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned and analyzed. Analysis indicated that the outer insulation was ruptured. The proximal conductor of the lead became distorted while in vivo. There was blood on the proximal conductor. The analyst noted that the lead was returned full of blood, on the proximal conductor, along lead length. Visual inspection found the proximal conductor kinked, and outer insulation breached that allows blood ingress in lead. According to the analysis finding and the report indicated in this event, the insulation breach was possible twiddler's syndrome caused in vivo. If information is provided in the future, a supplemental report will be issued.